Manufacturer narrative:
Additional information: h6, h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection between a prismaflex st150 set and a thermax blood warmer disposable was loose and allowed blood leakage during continuous renal replacement therapy, described as "blood was sprayed over three nurses". The volume of blood loss was not known. The extracorporeal blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.